Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl at the time of incident and other blood glucose value was 221 mg/dl. Customer stated that they experienced high blood glucose level and was recommended to treat with bolus. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they alleges insulin pump was under delivering because customer thinks the machine was not delivering any bolus. Customer reported that the drive support cap appears normal. The insulin pump will and reservoir not be returned for analysis.